Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 46 months, a decline of pacing impedance was reported during a routine follow-up on (B)(6) 2011. The device was explanted. No adverse patient side effects have been reported. The date of explant was not provided.